Manufacturer narrative:
Device not returned. Multiple requests for info from dr have gone unanswered.

Event description:
Received verbal report that a subtalar implant had backed out. Device was explanted. Multiple requests for info have gone unanswered. This may occur if too small implant was used, or patient out grew implant, or implanted at wrong angle. Patient was not complaining. Did not do any replacement.